Event description:
It was reported that the customer had a high blood glucose level of 446 mg/dl about 2 hours again and now it is 600 mg/dl. Customer stated that they needed to change the time on the pump. Customer took a 16 unit correction shot and will check her blood glucose levels over the next 2 hours. Customer has treated and will call back if they think they need troubleshooting assistance. Customer stated that the issue may have been the time difference on the pump. Customer was assisted with changing time and correct data. Customer also had a low blood glucose level of 45 mg/dl. Customer treated with food and glucose tablets. Customer does not remember if there was a bent cannula. Customer will call back to continue troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).